Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The biomedical engineer tested the mx40 and determined there was no audio. There was no patient involvement.